Event description:
It was reported that the implantable cardiac monitor (icm) was under sensing r waves for long periods of time causing inappropriate pause detection episodes to be stored. Attempts to manage via programming were unsuccessful and the icm had to be re-positioned. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.